Manufacturer narrative:
.

Event description:
A report was received that the patient could not charge the ipg and noticed blood draining from the ipg site. Infection was confirmed by examination of the site. The physician did not think that the infection was device related and did not specify if it was procedure related. The patient was prescribed antibiotics. The patient also underwent a procedure wherein the pocket site was revised and cleaned. The patient was reportedly doing well.